Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: review of the black box revealed the pump was manually suspend on (B)(6) 2015 at 16:38 and then manually resumed at 16:57 the same day. The last basal delivery was recorded on (B)(6) 2015. On investigation, the pump was exercised for 24 hours with a 2.0 unit/hour basal rate. At the end of the testing, the basal history correctly showed 2.0 units and the total daily dose appropriately showed 48.0 units. No errors, alarms or warnings occurred during testing. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging the pump experienced inaccurate delivery of insulin to the patient resulting in hyperglycemia with blood glucose measuring 27.7 mmol/l with large urinary ketones present and symptoms suggestive hyperglycemia of extreme thirst and excess urination. The patient was reportedly treated with insulin via pen by the patient's mother. The patient was seen at the hospital emergency room afterward, where the blood glucose measured 6.7 mmol/l and the patient was then sent home. Troubleshooting of the pump by animas customer support revealed the basal history matched the active basal program setting; the basal delivery totals in the total daily dose did not match the active basal program total without a known cause for the variation. This complaint is being reported because the alleged issue remained unresolved with troubleshooting; the patient reportedly experienced an adverse event while on insulin pump therapy.